Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 the reporter alleged the patient obtained a blood glucose reading of "150+mg/dl" on her lfs meter. The reporter stated the patient takes oral medications with diet and exercise to manage her diabetes. The reporter stated in response to the high reading, she took an increased dose of her medication of 1 ½ pills (unknown type and dose). Sometime after the alleged issue started, she developed symptoms of "weakness and sweating." The reporter did not state if the patient received any further medical intervention. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement. The cca noted that the patient's test strips were in good condition. However a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient obtained inaccurately high readings, administered the incorrect amount of oral medications, developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.